Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient was noted to be in complete heart block. Temporary pacing did not capture, due to unknown reasons. The valve was deployed to 80% and chest compressions were started. Without further assessment, and due to the instability of the patient, the valve was fully released. After removing the nose cone and the pigtail, the valve migrated. A combination of the chest compressions, the fast, full valve release with not enough tension, removal of the pigtail, or sudden ventricular contractions were contributing factors to the dislodgement. The valve was pulled above the sinotubular junction (stj) and a second valve was implanted stacked on top in the ascending aorta; both valves are functional. No further adverse patient effects were reported.